Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. Customer's blood glucose was 28 mg/dl. Customer treated their low blood glucose with juice. It also stated that customer declined troubleshoot for low blood glucose. Customer was advised to discontinue use of insulin pump and pump will need to replace. Customer will return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip, partially broken off reservoir tube lip and missing end cap sticker.